Manufacturer narrative:
Investigation of the reported event is in progress. A follow-up report will be submitted once additional information becomes available.

Event description:
The user facility reported that a lighthead detached from their harmonyair a-series lighting system. No report of injury.

Manufacturer narrative:
Contrary to the initial report, there was no patient involvement as the event did not occur during a patient procedure but rather during a review of the lighting system by the steris account manager.